Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was high impedance or greater than 9999ohms observed at the regular follow up. An x-ray confirmed that the atrial lead was fractured. The patient has own pulse at 55bpm and showed no symptoms so the physician programmed patient to vvir until the lead can be replaced. The physician will decide when to replace the lead. No patient complications have been reported as a result of this event.